Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no image and error code 226 no communication during therapeutic surgery procedure during sedation while the device was inside patient involving an olympus laparoscope, gynecologic. There was no patient injury reported.